Event description:
While the device was inside pt and dr was calibrating and ready to start treatment, the image went out on screen dr removed faulty hand piece from pt . New hydros handpiece was provided and used for the case .surgery then performed successfully.